Event description:
It was reported that during a follow up, electrical parameters of the atrial lead were out of range possibly due to lead dislodgement. No intervention was reported. The patient was in good medical condition.